Event description:
As reported an edwards 33mm mitral bioprosthetic valve was explanted after an implant duration of approximately 4 years due to calcification, in a male patient who was 54 y/o at implant. The valve was replaced with a new 33mm same model valve. The patient later expired for unknown reasons. No additional information has been reported.

Manufacturer narrative:
X-ray. Device evaluation summary - as received, x-ray demonstrated wireform intact. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10mm on leaflet 3 at the inflow aspect and 8mm on leaflet 3 at the outflow aspect. Host tissue around the stent circumference was moderate at the inflow and outflow aspect. Native subvalvular apparatus was observed around the sewing ring on the outflow aspect. Two pledgets remained near leaflet 3 as seen on the outflow aspect; one attached to the sewing ring and one attached to native subvalvular apparatus. Incidental findings: the sewing ring was cut, especially along leaflet 2. Sutures remained attached along the sewing ring and the wireform was exposed at the inflow aspect. Additional manufacturer narrative - the reported calcification was not confirmed through device evaluation. Stenosis was found as secondary to pannus/ host tissue encroachment. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.